Manufacturer narrative:
Two lenses were returned and investigated after MDR reported to FDA. However, lot number was still unavailable.

Event description:
Serious injury involving one person on 12/2/96, consumer went to her doctor because of an inflamed left eye. Doctor diagnosed corneal ulcer and administered ciloxan and steroid drops. Lens model/water content: softcon ew, 55%: lot number: unk; eye involved: left, 84/140/-175; refraction: myopia; total duration of use (in months): 10: number of days lens worn: 1; last visit to doctor prior to symptoms: 2/18/95; type of lens care system used: chemical; disinfection system used: complete; homemade saline used: no: days lens worn between cleaning and disinfecting: 1; days lens worn between cleaning and symptoms: 1: days between symptoms and calling doctor: 1: self-treatment by pt: no: hand washing before lens manipulation: yes; ulcer location: 11 o'clock; visual acuity before symptoms: unk; visual acuity after symptoms: 20/25; results of culture: none take: results of corneal biopsy and/or scrapings: none taken; diagnosis: corneal ulcer; treatment administered: ciloxan and steroid drops: